Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead displayed a yellow shorted shocking lead message. Electrograms show what appears to be undersensing and inappropriate pacing.

Manufacturer narrative:
Another guidant implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead were successfully implanted. The old system was surgically abandoned and will be removed at a later date. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. New information was received that the device and rv lead were explanted during a revision procedure. No adverse patient effects were reported.

Event description:
Guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead displayed a yellow shorted shocking lead message. Electrograms show what appears to be undersensing and inappropriate pacing.